Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Touchscreen test was performed and touchscreen responded properly. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/touchscreen issue was reported with the abbott diabetes care (adc) device. Customer reported having an issue with the touch screen/button of their adc freestyle libre reader. Customer further reported being seen at a hospital where they were diagnosed with hyperglycemia and treated with "10ui bolus of rapid insulin." There was no report of death or permanent injury associated with this event.

Event description:
A button/touchscreen issue was reported with the abbott diabetes care (adc) device. Customer reported having an issue with the touch screen/button of their adc freestyle libre reader. Customer further reported being seen at a hospital where they were diagnosed with hyperglycemia and treated with "10ui bolus of rapid insulin". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.